Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was advised to use the original charging supplies and to plug the wall adapter into a functional outlet for at least 30 minutes. This action successfully remedied the issue as the pump began charging without further assistance needed.